Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient experienced hypoglycemia after announcing a meal around a glucose of approximately 80 mg/dl, subsequently eating half a peanut butter sandwich and later dinner; glucose was elevated for several hours, after which automated insulin delivery reportedly overcorrected and contributed to a low the following morning. Symptoms included hypoglycemia. Outcomes included stabilization of blood glucose after treatment with oral carbohydrate, including orange juice and crackers, without alerts, alarms, or hospitalization. Investigation included troubleshooting and education completed with the patient and escalation to clinical support. Investigation of this case revealed that the cause of the hypoglycemia remained unclear and no device alarms were reported. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.